Manufacturer narrative:
Five (5) brand new admin sets of lot cf1121613 in this complaint were returned to moog medical in (B)(4) for eval. The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve. Not enough data to pin down which component caused the leak problem. Moog is continuously monitoring and investigating on this issue.

Event description:
Customer alleged rn's report tubing was leaking at the end "hub" where it screwed into the central line cap. Both rns also changed the cap thinking that may have been the problem, but it still leaked.